Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter intermittently lost connection with the pump. At the time of the report the transmitter had resumed connection with the pump. Customer's blood glucose level was not impacted.